Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance and confirmed reported condition. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported a patient underwent a left hip arthroplasty on (B)(6) 2016. During the procedure, the surgeon seated the stem after broaching, however the stem did not seat correctly. The surgeon removed the stem and broached again, then attempted to reseat the stem. The stem still sat proud. The stem was removed and another stem was used to complete the procedure. There was an unknown delay in procedure, greater than 30 minutes.